Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply voltage was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed a communication failure error message. This error message will likely result in a sys lock up, no boot, or shut down situation depending on when the loss of communication occurs. There is no report of pt injury.